Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400mg/dl and a low blood glucose level of 36mg/dl. Customer treated high blood glucose with syringe and treated low blood glucose with food and juice. Customer stated high and low blood glucose occurred on (B)(6) 2017. Customer declined to troubleshoot for high and low readings. The product will not be returned for analysis.